Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired three times, the last repair being for the ratchet not working reported on (B)(6) 2018. On (B)(6) 2019, it was reported that the handle on the mesher was difficult to insert. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 26 june 2019 noted that the pre-calibration and test cut could not be performed due to a bent comb on the mesher. The roller and the roller gear had visible damage. Repair of the device occurred the same day and involved replacing the comb, roller, roller gear, and a ratchet gear within the handle. The technician then tested and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. The service technician did not note a failure of the ratchet during evaluation of the device. As such, a specific root cause of the reported ratchet being difficult to attach issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device handle was difficult to insert. The event occurred during testing and there was no harm, no delay reported. During the investigation, it was discovered that the comb was bent on the device. No adverse events were reported as a result of this malfunction.